Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed sores under the lifevest garment. There was no alleged device malfunction contributing to the irritation. The patient was in the hospital, however, there is no indication that the patient was hospitalized due to the skin irritation. The patient was provided gauze to put over the irritation while in the hospital. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.